Event description:
It was reported that pump experienced a malfunction alarm with code malf 16 and there were no notable events that occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.